Event description:
The pump was explanted and replaced after an implant duration of 38 months due to 18 mls of drug in the reservoir and no infusion. The hcp reported it as non-functioning. After the replacement, the patient is reported to have recovered without sequela.

Manufacturer narrative:
H6 - preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is complete.